Manufacturer narrative:
Summary of evaluation: the evaluation results suggest that this event is not device related but rather is associated with intra-operative procedures. Impaction of a misalinged insert damages the anterior locking tab which then precludes proper assembly onto the baseplate.

Event description:
The insert wouldn't lock onto the baseplate. Another insert was available and was used successfully. There was no adverse consequence for the pt.